Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19847. It was reported the physician implanted two leads for a trial procedure. The patient reported a severe headache. The physician took the patient back to the procedure room and performed a blood patch. The patient felt better, but still had a headache, but not as severe. The patient still had the headache when the leads were removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.